Manufacturer narrative:
Please note that the correct d10 (date returned to manufacturer) is 16 nov 2020. It can not be selected due to system limitation. Please refer to the attached analysis report.

Event description:
Reportedly, after repair of the associated programmer, the subject programmer head did not recognize the programmer after connection. After changing the programmer head, the screen remained white.